Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia with insulin flow block alarm. The customer blood glucose level was 426 mg/dl at the time of incident. Customer stated the insulin exited. Customer stated the cannula was not bent. Customer declined going through troubleshooting for high blood glucose. The insulin pump will not be returned for analysis.